Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the balloon was inflated to 22 atmospheres on the third inflation. It should be noted that the armada 35 / armada 35 ll instruction for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. The rated burst pressure (rbp) for this device is 16 atmospheres as indicated on the product label. Additionally, it was reported that the procedure was to treat a lesion in the cephalic arch. It should be noted that the armada 35 / armada 35 ll IFU states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for stent post-dilatation in the peripheral vasculature. The investigation determined the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: device code 1494 - incorrect anatomy. Device code 2017 - above rbpna.

Event description:
It was reported that the procedure was to treat a lesion in the cephalic arch with no tortuosity and heavy calcification. The 6x80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without issue and was inflated. On the third inflation at 22 atmospheres, the balloon ruptured. The first two inflations were to 16 atmospheres. The device was removed without issue and the procedure was completed with a non-abbott device. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the armada 35 / armada 35 ll instructions for use (IFU), states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. The investigation determined the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 removed h10: additional mfg narrative: the following statement was removed: additionally, it was reported that the procedure was to treat a lesion in the cephalic arch. It should be noted that the armada 35 / armada 35 ll IFU states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for stent post-dilatation in the peripheral vasculature.